Event description:
It was reported that air bubbles were observed in the infusion set tubing. There was no adverse impact to the customer's blood glucose level. The customer continued using the pump for insulin therapy.